Event description:
The customer reported that during an infusion of milrinone, the pump alarmed communication error and they were unable to restart the infusion with this module. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigations results should the devices be received for evaluation.